Manufacturer narrative:
Eval summary - according to the info provided, the incorrect use of the device was the result of oversight in the or and not the result of incorrect labeling. However, insufficient info is available to definitively determine the probable cause of the complaint. No product was returned. Review of the device history records (including the packaging check sheet, pt record label, and copies of the product identification label) did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Rep acquired implant as requested by surgeon. Surgeon and staff looked at implant and approved it for opening and placement on to sterile field for implantation. It was 2 hours later when rep realized that the surgeon had prepared cuts for a cr style knee and that there was an incorrect mix of implants. Lps flex femoral with a cr liner and stem tibial tray were implanted. Surgeon decided to bring back pt to surgery to exchange cr style liner with an lps style liner and remove bone in intercondular notch to allow for proper articulation of lps flex device.